Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a standard generator change, as the device had tripped the elective replacement indicator. During the procedure, it was noted that the right atrial and right ventricular leads had noise and insulation abrasions. The leads were capped and replaced. The patient was stable.

Event description:
New information received on (B)(6) 2018, indicates that the lead was explanted and not capped.

Manufacturer narrative:
A partial lead with the pin measuring 13.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed.